Event description:
Healthcare professional reported via (B)(6) left side deflation. The device has been replaced.

Manufacturer narrative:
(B)(6). A device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: a left side "suspected/actual rupture/deflation."